Event description:
The complainant reported that a patient (age & gender unknown) underwent hemorroidal band ligation in the distal colon by way of a speedband multiple band ligator device. It was reported that during the procedure, four of the total seven bands deployed successfully, however, three bands misfired. The grade of hemorroids was not reported. The procedure was completed successfully using a second speedband multiple band ligator device. The patient did not experience any complications or ill effects as a result of the reported event and was reported to have been in "fine" condition following the completion of the procedure.

Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. However, the device history record was reviewed and it has been determined that the reported lot met all specifications and had no anomalies relevant to the reported complaint upon its release. A search for similar complaints was also performed and revealed none similar to this complaint. Further, the february 2007 15 month trend chart for the multiple ligator product family was reviewed and showed an adverse trend for the product family. An adverse trend is defined as two consecutive months of increasing number of complaints. Four complaints for this product family were reported in december 2006, fifteen were reported in january 2007 and seventeen were reported in february 2007. The complaint action limit of this product has not been exceeded. Due to the low number of increased complaints (total increase of 13 complaints), the low magnitude of the number complaints (a total of 36 complaints versus 27,714 units sold during the same 3 months), and the low clinical severity of the failure modes, no further specific action is warranted at this time.